Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 97.87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was later reported that anti-tachycardia pacing may have accelerated the atrial arrhythmia into ventricular tachycardia (vt). Arrhythmia detection zones were adjusted and the device was subsequently explanted and replaced the patient is a participant in the (B)(6) study.

Event description:
The patient reported receiving inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to "misreading" of atrial arrhythmias. The patient was transported to the hospital and continued to be shocked while en route. The ICD was adjusted so it would be less likely to shock the patient again. Follow up yielded no information and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.